Event description:
It was reported that upon opening the surgical fiber package, the fiber was observed to be cracked. No patient or case involvement was reported - fiber reported to be unused.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber was used; the fiber cap exhibits a drilled through condition; the glass cap exhibits moderate char; the bevel section appears in good condition. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of 'fiber was cracked upon opening box" could not be confirmed; the fiber shows usage and a cap failure was observed; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.